Event description:
It was reported that the patient received inappropriate shocks. The threshold increased to 6v at 0.4 ms and the pacing impedance was out of range (greater than 3000 ohm). Lead breakage was suspected. The ICD was first deactivated and then the ICD system was explanted during a heart valve surgery.

Manufacturer narrative:
The ICD and the proximal fragment from both leads were returned for analysis. The distal fragments from both leads, including the shock coils and the respective lead tips, were not returned. The linox smart sd 65/18 was capped off approx. 10.5 cm distal from the is-1 connector pin and the selox sr 53 was capped off approx. 10 cm distal from the is-1 connector pin. Both returned fragments were visually, mechanically, and electrically inspected. Apart from both leads being severed, no damage was noted. Measurement of the dc resistance for the electrical leads showed no irregularities in both fragments. The returned ICD was first interrogated. Device status was mol1 and 61 charging procedures had been recorded. The ICD memory was checked. Review of the available iegms showed interfering signals in the ventricular channel, which reflects the clinical observation of multiple shocks delivered. Device sensing was then checked, and this was found to be noise-free. The ICD recorded the applied signals without any interference. Moreover, data showed a ventricular pacing impedance of > 3000 ohm since (B)(6) 2019. Furthermore, the ICD therapy capability was checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the charge time was also within specifications. The production processes were checked for the ICD and both leads. All production steps had been correctly executed. There was no indication of a materials or a manufacturing defect. In summary, analysis of the ICD memory data could confirm the clinical observation. Interfering signals were detected in the ventricular channel in the available iegms, which led to repeated shock delivery. The ICD proved to be fully functional during the analysis. Analysis of the available lead fragments did not show any other deviations that could be linked to the clinical complaint. However, damage to the rv lead fragment that was not available cannot be ruled out.